Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer reference number 3006705815-2020-01085. It was reported that the patient experienced ineffective therapy due to one of their leads migrating. As a result, surgical intervention was taken to replace the lead. Note: it is unknown which lead is liable, as such both as being reported.

Manufacturer narrative:
The reported event of lead migration cannot be confirmed with product testing alone.

Event description:
Related manufacturer reference number 3006705815-2020-01085.